Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited a discrepancy in the number of automatic mode switch (ams) episodes recorded and a decreased battery longevity. No changes or interventions were reported. The patient was in stable condition.